Event description:
It was reported that the day after implant the atrial lead had diminished sensing. Chest x-ray showed lead dislodgement. The lead was repositioned and remains in use. The patient is enrolled in the (B)(6) clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant: 457453 lead 2014-(B)(6). (B)(4).